Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range shock impedance measurement. No adverse patient effects were reported. At this time, no further information has been made available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the patient was evaluated in the clinic. The daily measurements showed rv lead shock impedances of less than 20 ohms. Extensive pocket manipulation and isometrics were performed; however, the out of range measurements were unable to be reproduced. No therapy has been delivered and there have been no patient's symptoms. The physician plans to continue to observe the patient through the remote monitoring system.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.